Event description:
It was reported that the patient's device was explanted as a result of an infection at the device pocket site. There were no patient symptoms reported. The patient was hospitalized as a result of the event. At the time of this report the patient was alive and had no injury. The drug delivered via pump was baclofen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).